Manufacturer narrative:
The diagnosis date of the peritonitis was reported as ¿captured 2 weeks¿ before the date of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by abdominal pain and diarrhea. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and the patient began treatment for the peritonitis with unspecified antibiotics and anti-fungal medication (doses, frequencies and routes were not reported). At the time of this report, the patient was recovering from the event and remained hospitalized. On an unreported date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis therapy. No additional information is available.

Manufacturer narrative:
On an unknown date in the same month as the initial peritonitis event, the patient again experienced recurrent fungal peritonitis. It was not reported if the initial peritonitis event was resolved; therefore, this event was assessed as a recurrent peritonitis occurrence. On an unreported date, the patient was hospitalized for the peritonitis. The patient was treated with amphotericin b (dose, route, frequency and duration not reported) for the fungal peritonitis. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.